Manufacturer narrative:
A medtronic representative reported that the site did not have the navigation system set to trajectory views, resulting in the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Rmation was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the instruments on the navigation system would not track. While taking images from the imaging system and transferring them to the navigation system, their suretrack instrument would not track. The site had already calibrated the suretrak prior to navigating and were able to see the spheres in the tracking window. However, it would not display the 2d views. The site brought in a c-arm and used that to finish the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.